Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under infused. During a norepinephrine infusion, the pump stopped and an unknown ¿system error¿ was displayed. Due to the stoppage, the patient¿s blood pressure dropped ¿critically low¿. The pump was changed and no further issues were reported. No further information was provided at the time of this report.